Event description:
The initial reporter stated that the pump administered the entire bag of medication. They stated that they found the bag completely empty and the patient lethargic. They also stated that they administered narcan and the patient became more alert. Mmdg did follow up with the initial reporter who stated that the patient had not been harmed and did not require any further medical intervention. (B)(4).

Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR was completed and no non-conformances were found. When the pump was returned to mmdg for investigation, the pump operated as expected. The pump history was also reviewed, and there was no indication that the complaint occurred as reported. Mmdg was unable to replicate or confirm the reported complaint.

Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR was completed and no non-conformances were found. Because the pump was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump administered the entire bag of medication. They stated that they found the bag completely empty and the patient lethargic. They also stated that they administered narcan and the patient became more alert. Mmdg did follow up with the initial reporter who stated that the patient had not been harmed and did not require any further medical intervention. (B)(4).